Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent an exploratory laparotomy on (B)(6) 2018 where the surgeon discovered ¿mesh adhered to bowel, among other things." No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/22/2020. Corrected information: manufacturing site name. Additional narrative: it was reported that the patient experienced recurrent hernia following surgery.